Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and separation was confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that tenku instructions for use (IFU), states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the concentric, moderately calcified, mildly tortuous, de novo, proximal right coronary artery (rca) after intravascular ultrasound (ivus) the 3.0 x 12 mm nc tenku balloon dilatation catheter (bdc) was used for pre-dilatation, however, during the first inflation attempt at 10 atmosphere (atm) the balloon ruptured. During the attempt to remove the bdc it met resistance with the anatomy and became stuck. The device was removed from the anatomy; the balloon separated on the proximal side and prolapsed distally. It was confirmed that none of the device had detached and remained in the anatomy and after angiography and ivus the procedure was continued without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect prep; failure to submerge balloon to activate coating. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.